Event description:
It was reported that intermittent occlusion alarms occurred there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read as ¿high¿ on the cgm. The customer addressed the occlusion by changing the infusion set and cartridge and resuming insulin.